Event description:
It was reported that plunger rods will not move and needles are clogged during use with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: (2 of 2 complaints) it was reported that plunger rod will not move and needle clogs.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on:(B)(6)2020 h.6. Investigation: customer returned seven (7) used 31gx8mm, 0.5ml bd insulin syringes. Consumer reported that plunger rod will not move and needle clogs. All seven returned syringes were examined, and it was observed that four of the syringes were filled with medication, and one syringe was missing a rubber stopper; the four syringes filled with medication were unable to expel the medication due to a clogged cannula. Since all four of these syringes were returned after use, the probable cause of the clogs is user error: pre-filling and storing insulin in the syringe could lead to insulin residue (crystallization) clogging the cannula. This is supported by the fact that the syringe was initially able to draw insulin when pre-filling, thus the clog was caused after the syringe was filled. A review of the device history record was completed for batch# 9091603. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200816903, 200816785] noted that did not pertain to the complaint. Stopper missing: process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, and cap) and assembles these components. This machine consists of a barrel-cleaning dial, lubrication dial, one plunger/stopper assembly dial and one syringe assembly dial and various inspection and transfer dials. Root cause: l2l dispatch #64022 was created for high scrap for missing stoppers. Debris was collected on the rails. Corrective action: the rails were cleaned. Clog cannula: the probable root cause of the clogged syringe is related to user error; no manufacturing defects on the four affected syringes was observed. Pre-filling and storing insulin in the syringes could lead to insulin residue (crystallization) clogging the cannula. This is supported by the fact that the syringe was initially able to draw insulin when pre-filling, thus the clog was caused after the syringe was filled. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a complaint history check was performed and this is the 2nd related complaint for plunger rod unable to move and the 1st related complaint for needle clog on lot # 9091603. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9091603. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that plunger rods will not move and needles are clogged during use with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: (2 of 2 complaints). It was reported that plunger rod will not move and needle clogs.